Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited backup operation. A firmware download restored normal device function. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).